Event description:
It was reported that a patient presented remotely via merlin.net. The patient's right ventricular (rv) lead had loss of capture. The patient was asymptomatic. On (B)(6) 2021, the rv lead was capped and replaced. The patient was stable throughout procedure.